Event description:
It was reported that the device and guidewire became stuck. A ranger 5.0mm x 150mm, 150cm was selected for use for lower extremity runoff for peripheral arterial disease. The ranger balloon was advanced and inflated for 3 minutes to complete treatment; however, upon full deflation there was difficulty removing the balloon off the wire. The catheter got stuck on the wire and required them to be withdrawn together. The procedure was completed successfully without sequelae.